Event description:
Rpe alleged that the bed has not head down function. No injuries reported at this time. Tsr found the head cylinder leaking causing this issue, replaced the head cylinder to resolve this issue.